Event description:
It was reported that this ambicor penile prothesis (app) was not functioning. The device was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prothesis (app) was not functioning. The device was explanted and replaced with an inflatable penile prosthesis. There were no patient complications reported.